Event description:
Manufacturer's lab investigation of this inform meter on (B)(6) 2011 found signs of melting/burning on the meter's electrical contacts and plastic surrounding the contacts. No adverse event reported. The meter was replaced, returned.